Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, boston scientific concluded that the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned for analysis. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). Risk review: a risk review performed for the emblem s-ICD electrode device confirmed that the event of inappropriate shock is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD electrode device is acceptable.

Event description:
It was reported that, this electrode from the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to myopotential oversensing. The technical services (ts) discussed troubleshooting options and suspected it could be related to sense b noise. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, after troubleshooting options, the physician decided to explant the system and replaced it. The system will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode from the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to myopotential oversensing. The technical services (ts) discussed troubleshooting options and suspected it could be related to sense b noise. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, after troubleshooting options, the physician decided to explant the system and replaced it. The system will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode from the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to myopotential oversensing. The technical services (ts) discussed troubleshooting options and suspected it could be related to sense b noise. This electrode remains in service. No adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.